Event description:
It was reported that the physician is wanting to know if it is safe to discharge this patient from the hospital. This patient was admitted into the hospital due to inappropriate therapy. The patient has a competitor pacemaker and a subcutaneous implantable cardioverter defibrillator (s-ICD) system implanted. Data was analyzed and boston scientific technical services observed a big variability in morphology since the beginning of the episode which then led to t-wave oversensing. The s-ECG shows a rhythm of 120bpm. This change in morphology could be due to any pacing settings and if so, it needs to be reprogrammed accordingly. Technical services provided troubleshooting steps and suggested further investigation on the compititor pacemaker programming, including performing new x-ray. No additional adverse patient effects were reported. This device and electrode remain in-service.

Event description:
It was reported that the physician is wanting to know if it is safe to discharge this patient from the hospital. This patient was admitted into the hospital due to inappropriate therapy. The patient has a competitor pacemaker and a subcutaneous implantable cardioverter defibrillator (s-ICD) system implanted. Data was analyzed and boston scientific technical services observed a big variability in morphology since the beginning of the episode which then led to t-wave oversensing. The s-ECG shows a rhythm of 120bpm. This change in morphology could be due to any pacing settings and if so, it needs to be reprogrammed accordingly. Technical services provided troubleshooting steps and suggested further investigation on the competitor pacemaker programming, including performing new x-ray. The physician had the patient performed the suggested troubleshooting and no oversensing was detected. The physician signed off on the patient to be discharged. No additional adverse patient effects were reported. This device and electrode remain in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.